Event description:
(B)(4). No serious injury alleged. Malfunction alleged. The consumer states, after having a total knee replacement, patient was using walker for rehab. When doing one of the physical therapy exercises, marching in place, allegedly the scar hit the sharp points below the press button used to fold the walker. MDR filed.